Event description:
It was reported that during a ptca/stent procedure, part of the stent broke off. Upon receipt and inspection, it appeared that the stent delivery system (sds) tip had separated. It was reported that this occurred during preparation; however, hosp contact personnel were unable to confirm this info. No pt involvement was reported.